Event description:
The customer reported that the paramedics were called to his home due to low blood glucose levels between 30 - 35 mg/dl. Unable to troubleshoot as the customer took another call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.